Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered an infection. The implantable cardioverter defibrillator (ICD) was also noted as eroding from the pocket. The device and both atrial and ventricular leads were explanted. Patient was stable. Related manufacturer reference number: 2017865-2019-09673, related manufacturer reference number: 2017865-2019-09675.